Event description:
Philips received a complaint by the customer on the v60 indicating that it does not go on standby. It was reported there was no patient involvement at the time the issue was discovered. It was in use prior to the reported issue, the problem was encountered when the therapy had to be suspended and the patient was disconnected from the ventilator. The manufacturers product support engineer (pse) evaluated the device and confirmed the reported problem. Check system. The stand by mode is activated correctly by disconnecting the test flask. By reconnecting the bag to the circuit and forcing an act, the device resumes ventilation. The reported fault could not be duplicated. The system is working as intended. The pse reconnected the bag to the circuit and forcing an act, the device resumes ventilation. The device passed required performance verification tests per philips standards and was returned to service. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17609.